Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the function is unknown. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information.

Manufacturer narrative:
(B)(4). Anti-backup failure, advancer bypass toward tissue stop. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the anti-backup feature being non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During the next firing sequence the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; one pear shaped clip was released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.